Event description:
A physician attempted arteriotomy closure using the starclose device after a interventional procedure. The physician was able to proceed to press the vessel locator button. As the physician advanced the starclose device to make the initial split, the thumb advancer could not be moved. The physician removed the starclose device from the pt and reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, slider block detent legs/feet for the carrier tube block wer out of position within the body of the device. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."